Manufacturer narrative:
This report filed december 11th, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to a performance decrement. The patient was reimplanted with another device during the same surgery.